Event description:
Cryo catheter inserted for ablation. An error message was received to replace the electrical cable. Electrical cable replaced and error message continued. Representative notified advised to change the catheter. Catheter changed. Procedure continued. FDA safety report ID # (B)(4).